Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice and homechoice pro apd systems patient at-home guide. Section 18 "troubleshooting" in 18.4.6 on page 18-49 gives instructions on how to bypass a caution: negative uf alarm and states: "do not bypass this alarm except on your dialysis center's advice." There is also a warning on page 18-49 which states "bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:35:13. During night drain cycle two, the patient's ultrafiltration reading was 2442ml, indicating the home patient (hp) drained 2442ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.